Event description:
In 2001, the facility's rn, supervisor informed the MFR's representative of the following: the device was observed leaking, upon explant slits were noted in the catheter approximately six (6) inches from the device. No further details are available at this time.